Manufacturer narrative:
The lay user/ pt's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/pt contacted lifescan, alleging the meter displays an error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.